Manufacturer narrative:
Complaint no: (B)(4). The devices involved in the incident were unknown; therefore, d1, d3, d4 and g1 are unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of issue with chemicals on his hands, "hamburger hands", "funny fingernails" and peritonitis in a patient coincident with dianeal pd4 2.5% therapy for peritoneal dialysis (pd). On an unreported date, the patient began treatment with dianeal pd4 2.5% (3l and 5l therapy, dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was unknown. On an unreported date, the patient began treatment with 4% chlorohexidine gel, isagel lotion, and 0.3% triclosan for an unreported indication. Action taken with 4% chlorohexidine gel, isagel lotion, and 0.3% triclosan was not reported. The consumer considered that the 4% chlorohexidine gel, isagel lotion, and 0.3% triclosan were co-suspect. During a call with baxter customer services, the following was reported. For 20 years, the patient had an issue with chemicals on his hands. It turned into "hamburger hands" and "funny finger nails". On (B)(6) 2012, the patient experienced peritonitis. The patient was treated with unspecified antibiotic medication, prescribed for 21 days, for the peritonitis and with unspecified steroids for "hamburger hands" and "funny finger nails". The cause of the peritonitis was not reported. On an unreported date, the patient recovered from the event of peritonitis. It was unknown if the patient recovered from the events of "hamburger hands", "funny finger nails", and issue with chemicals on his hands. An opinion of causality was not reported for the events.